Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter had an actuation failure during a cataract/vitrectomy procedure. The condition of aspiration was unknown. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with tip protector in a tray. The sample was visually inspected and found to be nonconforming, with orange/brownish foreign material on port face, in the port and on the welded cap. The sample was then functionally tested for actuation and cut. And was found to be conforming for both functional tests. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming. Therefore, a cutter failure as described in the complaint was not confirmed. And a root cause cannot be determined, for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).